Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (dilaudid 5mg/ ml) via an implantable pump for non-malignant pain. It was reported that the patient had back surgery after which they experienced a significant increase in pain. A dye study was inadequate. The medication was removed from the pump and replaced with saline. The patient would be sent to a neurosurgeon to have a revision. Additional information was received from the device manufacturer representative indicated that they think the catheter may have been cut or damaged in some way. Surgical intervention was pending.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.